Manufacturer narrative:
Immucor technical support connected to the customer instrument used for testing using a remote electronic connection method. An immucor field service engineer visited the customer site to assess the testing instrument and determined that it was operating as expected.

Event description:
On (B)(6) 2015, after receipt of some additional information from a customer, it was determined that an unexpected negative antibody screen happened when using capture-r ready-screen (3) on a galileo echo instrument (when tested on (B)(6) 2015).